Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering 15 units of insulin to be delivered instead of 15 grams of carbohydrates. The customer's blood glucose (bg) level was 50 mg/dl, and customer experienced dizziness. Customer consumed carbohydrates to address bg. Customer acknowledged pump was functioning as intended.